Event description:
It was reported that the r- wave measurement was below range post operatively.  The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.